Event description:
Spine surgery. Facility reports device tip broke during use. Tip was retrieved. No patient injury or prolonging of surgery. Facility did x-ray to locate tip which will be returned.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going OEM.

Manufacturer narrative:
The rivet at the jaw is withdrawn. This indicates high bending forces which were applied to the instrument. Furthermore there is a shadow visible on the instrument surface, caused by brushing in a wrong direction, indicating that the product was repaired by a foreign company. The brushing of the instrument reduced the rigidity of the device. There are no hints for material or product deviations.